Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. No reservoir tube damage was noted. Unit was received with original battery cap missing battery cap contacts. Proceeded with new battery and battery cap. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded no events to confirm any battery anomalies. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. Unit also passed displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test. No rewind anomalies were noted during testing. Unit functioning properly. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic stack was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer allegations of reservoir tube damage were not confirmed when no damages to the reservoir tube were noted during visual inspection. Allegations of failed battery test were not confirmed when the baat tool recorded no events to confirm any battery anomalies. Allegations of rewind anomaly were not confirmed when no rewind anomalies were noted and unit tested successfully. However, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the rewind took longer, the pump rejected new batteries, there was a crack near the graph button, and plastic chipped off when changing the reservoir. The customer reported no adverse event. The event involved product(s) mmt-1884l, and mmt-332a. Troubleshooting was performed for the cosmetic damage, and the damage not impacting pump functionality. Troubleshooting was not performed for the battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, and mmt-332a.